Manufacturer narrative:
Evaluation summary: it was caused due to the misdelivery of the scope with the incorrect serial number. It is not the product failure. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of during inspection. There was no report of patient harm. Please find a quality report regarding a customer who received the wrong device on (B)(6) 2021, the (B)(4) instead of (B)(4). After discussion with him this morning, he explained that the device has a soluscope aer tag which identify it as a scope owned by the hospital with the sn # (B)(4).